Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via medwatch report program that they high blood glucose of 467 mg/dl. They could not get the insulin pump to rewind. They were assisted with resuming basal. It is unknown if they were on auto-mode. The device will not be returned for analysis.